Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional regarding the patient's lead revision procedure and other medical history (see manufacturer's report #3004209178-2016-01238 regarding intraoperative event). It was reported that there was a malfunction of the spinal cord stimulator (scs): the scs generator was at end of life (eol) and one scs lead was non-functioning. The old scs generator was removed, the old leads were removed from the old generator, and the functional old lead was cleaned then put into the new generator in the same configuration. The non-functional lead was cut distal to the anchor and the distal end was removed. Then, the non-functional lead was left in the epidural space to act as a blocker to prevent the replacement lead from sliding into the same non-functional configuration as the old non-functional lead. The healthcare professional advanced the epidural needle form a right paramedian approach at l1 through the anchor incision entering the posterior epidural space at t11 without complication. Then, the healthcare professional advanced the lead wire right of midline to the top of t9. Stimulation was tested with the patient, verifying that it was stimulating the patient's targeted painful area in the same manner that the old lead did before it had migrated. Correct lead placement was verified through patient response and fluoroscopy. The lead wire was then connected into the generator, and impedance testing was satisfactory. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from the healthcare professional regarding the patient's medical records; the healthcare professional reported that the patient was doing well with the exception of recent progressive pain attributed to the malfunction of her spinal cord stimulator.

Event description:
The company representative (rep) reported that the patient had a lead revision on (B)(6) 2016. Inter op testing indicated effective therapy was restored to all painful areas.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37701, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer via a manufacturer representative reported that they had a complete loss of therapy in their right leg. They had no relief in their right leg. They had noticed this issue for the two weeks prior to (B)(6) 2015 but an exact date was unknown. The therapy in their left leg covered (B)(6) of their painful area in that leg and gave them >(B)(6) relief of their chronic pain in that leg. The patient could not think of any specific event leading to the issues. They had been hospitalized a couple of weeks prior to (B)(6) 2015 for unrelated health issues and had been "transferred" several times during hospitalization and they wondered if any of those led to the issue. Reprogramming was attempted to capture therapy coverage in their right leg but was unsuccessful. The doctor ordered an anterior-posterior x-ray which confirmed the 0-7 lead had migrated inferiorly and all electrodes were left of the spinous process with the exception of the #6 and #7 electrode. This was the lead that covered the patient's right side. When using the #7 electrode the patient felt stimulation localized in their axial low back only. The doctor suspected that this electrode had pulled out of the epidural space. Reprogramming was performed to capture all painful areas in their left leg and the doctor planned to revise the migrated lead as soon as possible but the lead revision had not been scheduled at the time of the report. The patient was indicated for non-malignant pain.